Manufacturer narrative:
This report is submitted on january 28, 2022.

Event description:
Per the clinic, the patient experienced pain and an infection (discharge) at the implant site which was unsuccessfully treated with oral antibiotics. There was a wound dehiscence and minimal skin necrosis. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 13, 2022.